Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01634.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, no resistance was experienced; however, the ruby coil unintentionally detached inside of the microcatheter. Therefore, the physician removed the microcatheter containing the detached ruby coil, took the ruby coil out and reinserted the same microcatheter into the patient's body. The physician then attempted to advance a new ruby coil; however, the same issue occurred and, the ruby coil unintentionally detached inside of the microcatheter. Therefore, the physician removed the microcatheter containing the detached ruby coil and then removed the ruby coil. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.